Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crtd; implanted: (B)(6) 2019, product ID: 419488 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing noted on the right atrial (ra) lead on some egm's causing false termination of some at/af episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.